Event description:
A patient presented with veptr implant prominent at the proximal cradle. Patient was returned to the or for removal of right rib to pelvis veptr, and insertion of right growing rod system.

Manufacturer narrative:
Additional information was requested. Returned documentation did not include this information. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn as no device was returned and no catalog or lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: this is 1 of 24 reportable veptr events received on 03/03/09 from this healthcare facility.